Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/13/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: six product complaints were opened to address 6 patients. Patient 1 - (B)(6). Patient 2 - (B)(6). Patient 3 - (B)(6). Patient 4 - (B)(6). Patient 5 - (B)(6). Patient 6 - (B)(6). Please address the questions below for each patient event: please clarify how many devices demonstrated the alleged deficiency on each involved patient event? (B)(6) - 6. (B)(6) - 5. (B)(6) - 5. (B)(6) - 4. (B)(6) - 5. (B)(6) - 3. When were the needles detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. For all cases, needle detached from suture during handling during use on patient. Did any needles fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? No needles fell into patient - all needles accounted for. Are any devices available to be returned for evaluation? If so, please clarify how many will be returned, provide the status of the return and any available tracking information. 2 defected boxes being sent for return, as when returns requested the same lot number was sent back. A total of 33 sent for return on 1/7/26. No exact number, however over 12 individual sutures from two separate boxes have caused issues. Did the event occur during one or multiple patient procedures? It occurred during multiple procedures, over the course of 2-3 weeks. What is the total number of procedures? 6 procedures. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No, first time event has occurred. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? The reference number of product for each case has been the same ref #1666h lot #10ae3b please provide the source or name of person providing answers to follow-up questions: sd (please refer to the attached email) rn that is on this email thread. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a face lift procedure on an unknown date and suture was used. It was reported by the nurse that during a face lift procedure, the suture was breaking off from the needle. No further information provided. There were no patient consequences reported. Device is available for return. Additional information was requested.